Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys / expiration date: 14 jul 2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 31 jan 2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg) using the delivery system the patient experienced chest pain, thoracic pain and pericardial effusion. It was noted that prolongation of hospitalization and treatment with medication were undertaken. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.